Event description:
It was reported that during an unknown procedure, after firing halfway, the doctor couldn't proceed any further. Used another life device to finished the procedure, there was pt consequence.